Manufacturer narrative:
And at h10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device did not contribute for the uti and that the device was intended to treat urge incontinence and fecal incontinence and that the patient had uti prior to having the device. The uti has been resolved. Hcp stated that the patient can come into the office and drop off a urine specimen to be sent for culture and if positive, they can treat with an antibiotic.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was that the caller indicated that they had both urinary and fecal incontinence and they were back to where they started. The caller reported that the therapy was not working at all and they had noticed that their symptoms had continually gotten worse and back to their baseline beginning around october or so. They had tried increasing and decreasing the stimulation, but nothing changes. Helped the caller connect to implant and increase the stimulation. The caller will maintain stimulation and adjust as necessary. The caller noted changes to diet. The agent reviewed that changes to diet or medications may have an impact on symptoms. Additional information was received from the patient. The reason for the call was patient reported that since they accidentally damaged their external devices by running them over by a car, all their symptoms have come back within the last 2 to 3 months, including uncontrolled incontinence. Patient stated that because of this they were getting urinary tract infections again. The issue was ongoing. Agent reviewed doctor's role and connected patient to sunmed to assist with handset replacement.